Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The root cause cannot be identified for the b30 error reported by the customer. Since the issue could not be duplicated in evaluation testing, it is likely that there was no abnormality in this device which caused the error; there may have been an issue with another device used in conjunction with this one, such as the endoscope, the light source or the digital light source cable. Alternatively, it is possible that the event occurred because the user connected the video connector to the video connector socket without drying the video connector thoroughly, causing temporary contact failure. The contact failure of the electrical contacts on the connector may cause failure in proper communication between the endoscope and the video processor, resulting in b30 error. The instructions for use includes the following statements which can prevent the issue from happening: drying the electrical contacts make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear.

Manufacturer narrative:
Additional information is not yet available for this event. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not available. The user¿s complaint was not confirmed. The device was tested along with multiple series test scopes. Error b30 was not found. Device passed all functional tests. All video output signals and images tested ok. Device has up to date main switch.

Event description:
As reported for this event, during an unknown procedure the device yielded a b30 scope communication error. There is no reported harm or adverse impact to the patient.